Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a scheduled pulse generator change out procedure. During the procedure, the physician had difficulty removing the atrial lead out of the header. The physician used wire cutters and removed the lead. The change out was completed successfully. The patient was in stable condition post surgery.

Manufacturer narrative:
Analysis found the wrenches would not engage the atrial setscrew to untighten it due to blood filling the setscrew inset. The blood was preventing wrench insertion into the setscrew inset. The setscrew could not be untightened to remove the lead due to this condition. The blood most likely came through damage to the septum in the form of a punched hole. Eri analysis: device had normal battery depletion into the range of eri.